Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with broken battery tube threads.

Event description:
The customer reported via phone call that a piece of plastic had broken off. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.